Event description:
It was reported that there was a power on reset condition with the pt's device. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).